Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced low blood glucose level of 44mg/dl. Customer¿s current blood glucose value was unknown at the time of the call. Customer had issue with her sensor. Troubleshooting performed for sensor and transmitter. Troubleshooting was performed for sensor. The product was not returned for analysis.